Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, infection, tissue and muscle damage, popping noises, fluid and difficulty ambulating. **update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2143582, 2168606, 2905362 and 2920745 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, infection, tissue and muscle damage, popping noises, fluid and difficulty ambulating.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 10/26/2016 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note for the right hip indicates infection and spacers were placed. While removing the stem during the dor, the greater trochanter was fractured. The cup, screw, and stem are being added for the right hip was infection was alleged and confirmed. No revision date has been provided for the left hip.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.